Event description:
It was reported that during use, 4 bd alaris pump module smartsite infusion sets had the tubing became disconnected just below the anti-free flow clamp while priming and inserting into the pump. The following information was provided by the initial reporter: the tubing became disconnected just below the anti-free flow clamp while priming and inserting into the pump.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 21089033. Medical device expiration date: 18-aug-2024. Device manufacture date: 17-aug-2021. Medical device lot #: 21079251. Medical device expiration date: 16-jul-2024. Device manufacture date: 16-jul-2021. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
A sample was received and tested by our quality team. The separation described by customer below blue clip (portion that is inserted into infusion pump) was immediately noticed and the complaint was verified. Visual analyses under microscope was then employed and the root cause was determined to be a lack of solvent applied during the assembly of this set. The manufacture team is aware of this issue and is initiating quality alerts to limit the further occurrences of this failure. A device history record review for model 2426-0007 lot number 21089033 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 18aug2021. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.

Event description:
It was reported that during use, 4 bd alaris pump module smartsite infusion sets had the tubing became disconnected just below the anti-free flow clamp while priming and inserting into the pump. The following information was provided by the initial reporter: the tubing became disconnected just below the anti-free flow clamp while priming and inserting into the pump.